Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 201 mg/dl, 143 mg/dl, 250 mg/dl and 122 mg/dl. Strips are no longer available. No death or serious injury reported. Requested return of the meter and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.